Event description:
Medtronic received a report of two endotracheal tubes that a patient received had a rough coating. Also, one was reported to be cracking and peeling on the coating. There was no allegation of patient harm or serious injury.